Manufacturer narrative:
The pod was received with evidence of blood on the adhesive pad. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined. After investigation, no damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod. The exposed portion of the soft cannula was found to be kinked, though fluid flowed freely through the fluid path and did not leak out at the kink. It could not be determined when this damage occurred.

Event description:
It was reported that the patient's blood glucose levels reached 291 mg/dl while wearing the pod between 36 and 48 hours. The patient's mother reported bleeding and bruising from the infusion site (arm) and the pod was leaking insulin. As treatment, a new pod was applied.